Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation. Additional information indicated that the cause of phrenic nerve stimulation was the lead placement. The left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.